Event description:
It was reported that the device was beeping, as this right ventricular (rv) lead triggered an alert for high out of range shock lead impedances. Data analysis confirmed that the impedance measurements have been steadily increasing and had reached about 125 ohms. About 5 days later, the shock lead impedance was at 117 ohms. Technical services discussed the option to continue to monitor and that if impedances reach greater than 145 ohms, there is a risk that therapy may not be effective. This was going to be discussed with the physician. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.